Event description:
It was reported that the patient is experiencing pain only while treating laying down. He wore the unit 24 hours. The patient stated he wore it this morning while he was out when he called and said he was not in any pain. The patient stated that he only has pain at night. The patient to stop wearing the unit and conduct a time test and call back if there are any issues. The patient claimed he called the sales representative because it was part of the healing process. The patient later reported stated that he has not spoken to the doctor, only to the sales rep. The patient stated that the sales rep told him to only treat during the day and that any pain or discomfort was part of the healing process. The patient also stated that the pain level was a 10 out of 10 when he was treating at night as he woke up in pain. The patient was advised to speak to the doctor with any concerns about the healing process. No additional information was received at this time. No further consequences has been reported. The spinal pak device was not returned for evaluation.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d7a reprocessed and reused on patient, g1 contact office, and manufacturer site, g6 type of report. Additional information: d4 serial number, g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient is experiencing pain only while treating laying down. He wore the unit 24 hours. The patient stated he wore it this morning while he was out when he called and said he was not in any pain. The patient stated that he only has pain at night. The patient to stop wearing the unit and conduct a time test and call back if there are any issues. The patient claimed he called the sales representative because it was part of the healing process. The patient later reported stated that he has not spoken to the doctor, only to the sales rep. The patient stated that the sales rep told him to only treat during the day and that any pain or discomfort was part of the healing process. The patient also stated that the pain level was a 10 out of 10 when he was treating at night as he woke up "screaming in pain." The patient was advised to speak to the doctor with any concerns about the healing process. No additional information was received at this time.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g4: PMA number, h6 product and evaluation codes. Additional information - a patient information this follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that the patient is experiencing pain only while treating laying down. He wore the unit 24 hours. The patient stated he wore it this morning while he was out when he called and said he was not in any pain. The patient stated that he only has pain at night. The patient to stop wearing the unit and conduct a time test and call back if there are any issues. The patient claimed he called the sales representative because it was part of the healing process. The patient later reported stated that he has not spoken to the doctor, only to the sales rep. The patient stated that the sales rep told him to only treat during the day and that any pain or discomfort was part of the healing process. The patient also stated that the pain level was a 10 out of 10 when he was treating at night as he woke up in pain. The patient was advised to speak to the doctor with any concerns about the healing process. No additional information was received at this time. No further consequences has been reported. The spinal pak device was not returned for evaluation.